Manufacturer narrative:
A ge service rep performed an on site investigation. Repeated all the workstation pcbs and connectors. The system was tested adn found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system images are not readable. Reboot of the system did not correct the issue. There was no report of patient injury.